Manufacturer narrative:
The gear pump head, measuring cells, tubing, and probes were replaced. A decontamination was performed on the instrument. After replacement of the measuring cell and decontamination, the issue did not reoccur. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter changed the sample probe, decontaminated a syringe and tubing, ran cleaning maintenance, performed system air purges, and ran measuring cell preparation cycles. A system reagent was found to be turbid. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they had discrepant results for a total of 26 patient samples tested with multiple assays on the cobas 8000 e 801 module. All initial incorrect values were reported outside of the laboratory. The values were questioned after controls run on the evening of (B)(6) 2020 were out of range. The samples were repeated and corrected reports were issued for all but samples 1 and 4. The following assays were involved: the elecsys tsh assay, the elecsys vitamin d total gen. 2 assay, the elecsys estradiol iii assay (oes), elecsys insulin, the elecsys assay, and elecsys ft3 iii. Refer to the attachment for all patient data. The tsh reagent lot number was 44070400, with an expiration date of march 2021. The vitamin d reagent lot number was 424978, with an expiration date of august 2020. The estradiol reagent lot number was 419963, with and expiration date of july 2020. The insulin reagent lot number was 43023001, with an expiration date of february 2021. The reagent lot number was 415431, with an expiration date of october 2020. The ft3 reagent lot number was 438059, with an expiration date of january 2021.